Event description:
On (B)(6) 2010, pt reported insulin leaked from the infusion headset, connector, and cannula, and insulin pooled underneath his skin. This occurred with 3 separate infusion sets. Pt noticed the smell of insulin or that his shirt was wet, and then he discovered the leak. Pt does hear an audible click when he connects the infusion tubing. Infusion headset is inserted by hand at 90 degree angle and is changed every 3 days. Pt reported one leak was caused by a bent infusion cannula. Infusion sets were discarded and will not be returned for eval. Pt was sent replacement infusion sets and an insertion device. Follow-up was completed. Pt used the insertion device to insert 1 headset and did not experience further leaking of insulin. Infusion set worked as intended. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.